Event description:
A surgeon reported that a pt developed endophthalmitis after cataract surgery. The relationship of this event to the intraocular lens is not known. Add'l info has been requested. The iol remains implanted.